Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A tpn line was initially placed on (B)(6) 2014. The line required replacing due to fracture on (B)(6) 2014 (MDR #1820334-2015-00218). The line fractured again on (B)(6) 2015 (MDR # 1820334-2015-00219) where it was replaced with a new tpn line. On (B)(6) 2015 the line was fractured, but it was repaired with the tpn repair kit. The line is working and insitu still for tpn therapy.